Manufacturer narrative:
Per tslim g4 user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was 162 mg/dl. Reportedly, the customer attempted to reload a previously used cartridge. Tandem technical (cts) support advised customer to load a new cartridge and to contact cts if the issue was not resolved. Customer did not contact tandem technical support regarding the reported issue.